Event description:
It is reported that the plastic ring broke off while injecting cement into the femoral canal.

Manufacturer narrative:
Evaluation codes: the manufacturing lot was exposed to two gamma irradiation sterilization cycles. The additional information results in the device being more prone to fracture. A product removal was initiated on june 30, 2008.